Event description:
It was reported that intermittent malfunction alarms occurred and that the pump time was inaccurate. Reportedly, the customer continued to use current pump for insulin therapy. Customer¿s blood glucose level was 121 - 122 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.